Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.? Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.? Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During planned maintenance to replace the facility plumbing unit (fpu) sensor, a ge healthcare field engineer (fe) received a 1-2 cm laceration to the dorsal side of their left hand which required 4 stitches. The hand struck a bracket while attempting to pull out the pin holding the sensor. The fe was not wearing gloves when removing the pin.

Manufacturer narrative:
The investigation by ge healthcare has been completed and concluded that the field engineer (fe) was injured during facility plumbing unit (fpu) sensor replacement in the integrated cooling cabinet (icc). The fe didn't wear gloves during replacement and didn't slide out the fpu to the position where the sensor was accessible because the customer had placed items in front of the icc. In this position, it was difficult to gain access wearing gloves due to the narrow space. Fe inserted his left hand up to his wrist without a glove to remove the sensor resulting in the injury. It was concluded that there were no issues with the service manual replacement procedure, icc design or actual parts of the site. The root cause of the injury was a result of not following service manual replacement procedures. Proper actions that should have been taken to prevent injury were discussed with the fe.